Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR reference number: (B)(4). The device was returned to baxter and an eval was performed. The eval found the unit to be received inoperable due to the reported symptom of system error 105 caused by a failed motor (flex). The motor assembly will be replaced.